Manufacturer narrative:
A new siderail assembly was sent to the account to repair the bed.

Event description:
Info received indicates the left siderail upper pivots have broken welds and the siderail will not latch.